Event description:
It was reported that following implantation, the patient experienced traumatic sciatic nerve palsy, profound sciatic neuropathy, nerve ischemia infection. Patient reportedly now has foot drop, paralysis, numbness, pain and lack of use of the left lower appendage from the hip. Patient has also reportedly undergone additional surgeries, treatment and rehabilitation.